Manufacturer narrative:
The device evaluation found noise, and no image displayed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited noise, and no image displayed. There was no patient involvement.